Manufacturer narrative:
H3: product analysis #293466581:¿ equipment used: video inspection system (m-85519), ruler (m-83361), camera (panasonic lumix dmc-zs5) ¿ drawing(s) referenced: n/a ¿ as found condition: the pipeline flex shield was returned within the outer carton; inside of a biohazard bag and a shipping box. ¿ damage location details: the distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal ends of the braid appeared fully opened and frayed. No bend found on the pusher. No damages were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad or with the proximal bumper. Testing/analysis: n/a ¿ conclusion: based on the returned device, the customer complaint was not confirmed as the distal and proximal ends of the braid appeared fully opened and frayed. The cause could not be determined. Possible cause of failure to open includes damaged braid. Customer reported that vessel tortuosity was normal. Ls 2023-10-06 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
E1: the initial reporter/physician information is not reported from the region due to country privacy laws. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the product was used during fd implantation. The phenom27 of the corresponding product was increased to m1, and the corresponding product ped was delivered. There were no particular problems during delivery. Phenom 27 was pulled with m1, and the ped was deployed, but it could not be opened at all. It was removed from the sleeve, so the full resheath was performed. This was the only full resheath, and there was no particularly strong resistance during the resheath. It was deployed again, but it opened slightly so that only the tip is turned up; after that, it did not open at all. The pump did not open at all, even when it was pushed and pulled and when vibration was applied, so the phenom 27 was removed. It was deployed to check the condition outside the body, but it did not open at all, about 1 mm from the tip of the stent. When it was fully deployed, the proximal end of the stent was opened completely, and only the portion about 1 mm from the distal end did not deploy (it became twisted). Afterward, when the stent body was kicked with a finger, it finally opened, but the distal end seemed to be broken. The pipeline was not positioned in a bend. Less than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed 2 or less times. No kind of operation, such as using another device, was attempted to deploy the stent. The pipeline was removed from the patient's body. The pipeline was resheathed and retrieved with the microcatheter. No patient symptoms or further complications were reported as a result of this event. The pipeline was used for an approved indication. The device and any accessories were prepared as indicated in the IFU. The catheter was flushed as indicated in the IFU. The patient was undergoing fd implantation surgery for treatment of an amorphous, unruptured aneurysm in the right internal carotid artery (ic) para 6mm with a max diameter of 6.4mm and a 4.1mm neck diameter. The access vessel was the right ic with a diameter of 4.5mm. The landing zone was 3.7mm distally and 4.6mm proximally. It was noted the patient's vessel tortuosity was normal/no abnormalities. Dapt (dual antiplatelet treatment) was administered. No postoperative issues were found related to blood flow contrast. Ancillary devices include a 6f shuttle guide catheter, 5f navien guide catheter, and chikai14 guidewire.